Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process on two occasions: august 28 and september 21, 2025. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer tried waiting for prompts to replace the cartridge but encountered a recurring cartridge alarm 30 and whirring noise while filling the tubing. The pump could not be reloaded, prompting technical support to instruct the customer to remove the cartridge and deliver a bolus, which completed successfully. Approval was obtained to replace the pump, which was still under warranty. The customer was informed about using a backup therapy to ensure insulin delivery was not interrupted and received instructions on handling the replacement. The problematic pump is to be returned to tandem via ups, and a replacement pump was sent to the customer.